Manufacturer narrative:
Batch review performed on 16 april 2019: lot 111243: (B)(4) items manufactured and released on 25-may-2011. Expiration date: 2016-04-30. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain caused by a loose stem 6 years and 9 months after primary. The surgeon revised the stem and head with another company's product and revised the liner with a medacta liner. The surgery was completed successfully.